Manufacturer narrative:
The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with accu-chek inform ii meter serial numbers (B)(4) and (B)(4). At 2:46 p.m., a sample from the patient was tested using meter serial number (B)(4), resulting in a glucose value of 438 mg/dl. At 2:48 p.m., a sample from the patient was tested using meter serial number (B)(4), resulting in a glucose value of 229 mg/dl. At 2:54 p.m., a sample from the patient was tested using meter serial number (B)(4), resulting in a glucose value of 270 mg/dl. At 3:07 p.m., a venous sample collected from the patient had a glucose value of 244 mg/dl when tested with an unknown laboratory method. Controls run on both meters within 24 hours of the event passed.